Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that brake button was stuck. A 1.50mm rotalink¿ plus was selected to be used for a percutaneous coronary intervention. During procedure, it was noted that the black button of the unlock function was found to be pressed down. The procedure was completed with another of the same device. There were no complications and patient injury reported.